Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change out procedure. During the procedure, difficulty engaging the set screw was observed while using the hex wrench. The set screw popped out and the device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported difficult to engage the set screw was confirmed in the laboratory. Visual inspection identified septum material in the set screw inset. This material prevented full insertion of the wrench and resulted in the difficulty to engage the set screw. The septum material found was consistent with septum punch-out or tearing during implant or explant procedures.